Event description:
Patient (pt) had initial lasik with mechanical microkertome 10 to 12 years ago. Unsure type of keratome - nasal hinge. Pt had ilasik enhancement (B)(6) 2011. Pt presented at 1 week post op with epi ingrowth od at comanaging doctors office. Dr. Followed pt for 3 weeks and referred back to tlc for flap lift and epi ingrowth removal on (B)(6) 2011. Flap lifted and epithelium removed od. Vasc 20/25 od rx prior to flap lift +1.25 - 0.50 @ 125 20/20 od. Pt referred back to comanaging doctor for follow-up.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited site after the reported event. He performed preventive maintenance and technical service bulletin (encoder optical factor) on unit and system met amo specifications. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.